Event description:
A physician reported a pt who was treated into a post-rhinoplasty scar at the right nare. During treatment, the tip of an assist device which was attached to the syringe plunger, broke off; the syringe fell onto the pt's face. Treatment was discontinued ans resumed with another syringe. No injury occurred to the pt. This event is being reported as an MDR because it could result in a serious injury if it were to recur.